Manufacturer narrative:
Irrimax is submitting this report in accordance with 21 cfr § 803. Irrimax will continue to contact reporting physician and other sources as necessary for the purpose of obtaining additional information and will, if necessary, file a follow-up report.

Event description:
Right knee (internal dehiscence of arthrotomy repair).